Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported that the clip scissored when it was fired on the cystic artery. The vessel was not transected and there was no effect to the patient. He then fired another clip that formed properly and finished the case with the same instrument. There was no consequence to the patient.